Event description:
It was reported "return to" message displayed. There was no report of patient involvement.

Event description:
It was reported "return to" message displayed. There was no report of patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which diagnostic service was performed. No product was returned. Upon conclusion of the evaluation, it was determined that this was a malfunction of the software, which was reconfigured and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.